Event description:
Itrack device in use by surgeon, inserted in eye. Surgeon noted viscoelastic was not dispensing. Itrack removed from eye. New itrack device was given to sterile field, and successfully dispensed viscoelastic.